Event description:
It was reported that the md felt that the catheter was softer than usual and had difficulty in placement of the catheter at the 2 operations; he/she had to insert and pull out the catheter several times for placement. There was no problem on the other 4 catheters that the md placed on different days.

Manufacturer narrative:
(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A review of design change history for part number kz-05400-002 was performed as a part of this investigation. No design changes have been made to this part in the past two years that would have led to this complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter being too soft could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the md felt that the catheter was softer than usual and had difficulty in placement of the catheter at the 2 operations; he/she had to insert and pull out the catheter several times for placement. There was no problem on the other 4 catheters that the md placed on different days.